Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2024, the patient experienced hypoglycemia with nausea. The patient could not remember event details but stated that the dexcom values weren't coinciding with his symptoms or bg meter. His wife drove him to the emergency room. The patient was hospitalized for 1 week. There was no information about the medication provided as the patient couldn´t remember. Although the cgm was reported inaccurate, there were no bg nor cgm readings reported. The patient reported that during the event he thought that the cgm values were not accurate since he said that he ate 3 potato chips and the cgm reading spiked but his bg meter did not. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.